Manufacturer narrative:
A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/swelling/pain/ inflammation/infection around the insertion site is a known anticipated adverse event. In this case, the user initially reported pain and bruising site since the day of insertion on (B)(6) 2024. The user contacted hcp to make aware of the incident and applied additional steri-strips as per the suggestion given by the hcp. The user felt better at that time. However, on (B)(6) 2024, the user went to urgent care to have the insertion site checked due to same pain. The hcp confirmed that the site was not infected and provided an ointment and cephalexin 500 mg (antibiotic) as a precaution. The user is doing fine and mentioned it got better after taking treatment. This incident does not require any further investigation.

Event description:
On 07th may 2024,senseonics was made aware of an incident where user initially reported pain and bruising site since the day of insertion on (B)(6) 2024. The user contacted hcp to make aware of the incident and applied additional steri-strips as per the suggestion given by the hcp. The user felt better at that time. However, on (B)(6) 2024, the user went to urgent care to have the insertion site checked due to same pain.